Event description:
It was reported by the rep that (2) hp052 were used during a laparoscopic splenectomy procedure. It was reported that the devices had a consistent solid tone. The second handpiece was also unacceptable. No serial number can be given because the device is contaminated. The case was completed with another instrument and with no pt consequence.